Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the cardiac compass trend data. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia), with increased sensing integrity counter (sic), oversensing noise, no capture, and high and varying pacing impedance. The right atrial (ra) lead triggered an alert for high impedance. Oversensing noise and no capture were also seen on the ra lead. It was also noted that the patient activity trend portion of the cardiac compass report from the patient's implantable cardioverter defibrillator (ICD) had suddenly gone to zero and remained there for the past few months, resulting in no activity information for that time period. The device and both leads were all extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. An issue with the device was unable to be confirmed. Analysis did not confirm the reported atrial and rv chamber over-sensing and anomalous lead impedance conditions. The device functioned nominally when interrogated with the 2090 programmer. The virtual interactive patient-ii was used to verify nominal sensing of both the rv and atrial ports. The failure mode was not present. No anomalies were found. If information is provided in the future, a supplemental report will be issued.